Event description:
It was reported that at the end of the implant procedure the implantable neurostimulator yielded multiple impedances over 4,000 ohms. The neurostimulator was then replaced. All connections were good and impedances were all within normal limits. The lead was also new and intact, thus it was believed there was an issue with the neurostimulator in making a connection with the lead. No lead fractures were noted. The implant was successful with a good outcome.

Manufacturer narrative:
Lead model 3093-28, lot# v855061, implanted - (B)(6) 2012, explanted unk.